Event description:
Information was received from a patient's (pt) representative regarding an external device. Pt was not present during the call. The reason for call was caller stated that the controller and recharger were malfunctioning. Caller said that the pt hadn't used or charged the external equipment or implantable neurostimulator (ins) in a long time. Caller said that the recharger cord was deteriorating and the wires were getting hot. Caller said that they just thought that the pt hadn't charged the controller in a while so maybe a new controller wasn't needed and the controller just needed to be charged. Caller connected the ac power supply to the controller and saw memory problem data has been lost. Agent reviewed and caller set the date/time on the controller. Caller said that the controller kept going off and on. Caller then saw that the controller light was flashing green. The controller was charging as intended during the call. Caller will monitor the controller charging and will call back if further assistance is needed. A request was sent to the repair department to replace the recharger. When asked for the event date, caller said that it had been about 6 months.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: 28-jun-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.